Event description:
Defibrillator failed to fire in synchronized and defibrillator modes while connected to stat padz (brand name) and then to paddles. Another defibrillator was obtained and connected to same stat padz (brand name) and fired without problems. The second defibrillator was obtained and used within approximately one minute.